Event description:
It was reported that r wave amplitude variation was observed on the right ventricular (rv) lead. Dislodgement was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that r wave amplitude variation was observed on the right ventricular (rv) lead. Dislodgement was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.